Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated an erroneously high troponin (accutni) results above the ami cutoff for one (1) patient. The result was not reported out of the lab. Repeat analysis of the sample on the same instrument generated lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are li heparin plasma, centrifuged for 10 minutes at 3600 rpm. Customer observed a drop of fluid on top of reagent packs and fluid hanging from the tip of reagent pipettor 4. Customer disabled reagent pipettor 4 and patient sample was reanalyzed. Six levels of qc were performed prior to the event. One of those qc values was analyzed on reagent pipettor #4. That qc value was not flagged as being out of specifications. Two levels of qc were performed after the event. Neither was analyzed on reagent pipettor #4 and both were within specifications. On (B)(6) 2011, bci field service engineer (fse) replaced the o-rings and timing belt of the precision pump for reagent pipettor #4 as it failed the pipettor matching test. Fse also installed a new precision pump and performed all the necessary alignments and testing. All verification testing met specifications. Root cause is associated with hardware.